Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file captured no external power alarms and multiple other associated alarm types on (B)(6) 2025. It was noted that the patient tripped on the cable and got disconnected.

Manufacturer narrative:
Section d1: brand name corrected. Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files; however, it was noted that the patient had tripped on the alternating current (ac) power cable, disconnecting it from the ac power. On (B)(6) 2025 at 16:00:25, alarms consistent with a loss of ac power (power cable disconnect and low voltage advisories) were activated while connected to the mpu due to both white and black lead voltages diminishing to ~7.5v. This was consistent with a loss of ac power. The alarms escalated to a no external power by 16:00:30 when the lead voltages diminished to ~0v. The observed alarms cleared on its own shortly after power was restored at 16:00:45. The backup battery was able to provide power to the controller during this event. The observed alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. Additional information indicates the mpu had a v-lock connector at the time of the event, the ac power cord did not come loose from the wall outlet, there were no further details regarding what happened when the patient tripped over the cable, and no product would be returned for further testing. A root cause of the reported event could not be conclusively determined through this analysis. The device history record for the mobile power unit (serial number (B)(6)) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power and all associated power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the mpu had a v-lock connector on the ac power cord and had not come loose at the wall outlet or from the back of the unit.